Manufacturer narrative:
The event was confirmed with patient imaging provided by the surgeon, who identified a cutibacterium acnes infection and ordered a new device under ID# 2404101109. The patient received bilateral tmj devices on october 13, 2023, but returned four months later with pain and a draining fistula. The surgeon explanted the infected device, placed a vancomycin spacer, took a sample, and prescribed a six-week PICC line with IV antibiotics (vancomycin). The surgeon plans to reimplant a new device once the infection is resolved. Revision devices are being manufactured and shipped under ID# 240101109. Infection is a known risk of the procedure, as noted in the IFU. The device was shipped sterile, with no reported abnormalities. The identified microorganism is related to the patient's skin condition. The investigation found no evidence of a malfunctioning product or any design, material, or manufacturing issues.

Event description:
It was reported a revision surgery was performed to remove and replace the right tmj devices.

Event description:
It was reported a revision surgery was performed to remove and replace the right tmj devices.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. H3 other text : not available.